Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator had a battery performance alert. The device was explanted and exchanged on (B)(6) 2020. The patient was reported stable throughout and after the procedure.